Manufacturer narrative:
The patient¿s weight was not provided. The referenced report of the pump exchange due to an elevated ldh is covered under medwatch MFR report# 2916596-2017-00984. (B)(4). Approximate age of device: 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient¿s hemoglobin dropped to 6.8 g/dl. An esophagogastroduodenoscopy performed on (B)(6) 2017 revealed ten bleeding arteriovenous malformations and angioectasias that were treated with argon plasma coagulation. The patient was transfused with a total of 10 units of packed red blood cells, and placed on intravenous proton pump inhibitor twice a day through (B)(6) 2017, and then orally two times a day. The patient subsequently underwent a pump exchange on (B)(6) 2017 due to an elevated lactate dehydrogenase (ldh).

Manufacturer narrative:
The patient remained ongoing on vad support until they underwent a pump exchange due to suspected thrombus on (B)(6) 2017. The pump was returned and evaluated under medwatch MFR. Report # 2916596-2017-00984. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.